Event description:
Blood entered compartment of angiocath chamber during IV insertion and began to leak. Angiocath removed and another IV stick required. Blood leaking outside of the chamber is unusual. Typically, when blood enters the chamber, it is contained. Cause unknown. No defects in device visualized prior to use.